Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt's ipg has migrated due to a fall the pt had, causing difficulties locating her implant with the charger. The physician recommended a pocket revision but the pt does not want to take any action at this time.